Manufacturer narrative:
The customer stated that "all qc results on all systems were normal". Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii results from one patient sample tested on the cobas 6000 e601 module. The reporter stated that after the patient underwent treatment, the e2 results from the analyzer were consistently high which was inconsistent with clinical expectations. The patient was later treated in another hospital and was monitored for e2 using the beckman dxi800 analyzer. The reporter suspects the presence of an interferent. On (B)(6) 2024: the initial result from the e 601 was 441 pmol/l. On (B)(6) 2024: the repeat result from the e 801 was 631.24 pmol/l. The result from the beckman dxi800 analyzer was <55.1 pmol/l. This result was lower than the detection limit, considered negative, and consistent with clinical expectations.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6) . The patient sample is not available for investigation. The investigation is ongoing.